Event description:
Patient began to suffer problems caused by the clip applier. It seemed taht the ligation instrument did not close completely over the tissue and it was easy for the clip to come off.